Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having conventional po sterior thoracolumbar spine surgery. It was reported that, during implantation, when tightening the crosslink and the connecting screw, the screw tip fractured. It broke during the tightening process during implantation and was therefore removed and not reimplanted. There were no patient symptoms reported. No further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of part # 8115545 ; lot # 0848778w visual and optical inspection did not reveal any cracks or deformation to the crosslink. No signs of inner or outer thread damage. One of the set screws has been damaged. The lower cone shaped portion of the set screw has been sheared off. This type of damage is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.